Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted and unknown delivery sheath was used. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for implant using an amplatzer delivery system. While attempting to implant the device, it was observed the disc deployed in a bulbous shape. The user tried to deploy the device 2-3 times, but the device remained deformed. The deformed device was never released from the delivery cable and they retrieved it back. The doctor cancelled the procedure. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.